Event description:
It was reported to philips that intermittent communication loss occurred in the velara generator on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised replacing the lithium battery for kvma and lithium battery for cube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).